Event description:
Device malfunction: resistance/tip separation. Time of malfunction: during use. Symptoms/ae: none. It was reported that while advancing the fox sv over the guide wire, prior to entering the sheath, resistance was felt. Water was applied to the guide wire. Force was applied moving the fox sv; however, the tip detached outside of the patient anatomy. The fox sv was replaced with another unspecified device. There were no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4) (advanced against resistance using force) - (B) (4). The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.